Event description:
It was reported that the wand appeared to short out and then stopped working. No user or patient injury was reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows no wear on the electrodes with no signs of activation. There are no manufacturing abnormalities visually observed with the returned wand. Functional evaluation revealed that the returned wand was not recognized by a known good controller when plugged in during the testing process. The complaint was verified as more than likely the interpretation of the device shorting out as the device not being recognized on the controller. The root cause was determined to be an electrical component failure. Potential factors which could have contributed to the reported event includes: (1) there may have been static charge accumulating near the internal components which could hinder the device¿s ability to communicate with a generator or (2) vibrations or drop shock during transportation of the device could have caused internal component damage.